Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, after ten minutes of surgery time, the white tissue pad detached. The tissue pad had fallen off and was recovered and "nothing has fallen into the situs." There was no harm to the patient. According to information," the instrument was used normally and there was no contact with metal or other hard objects.

Manufacturer narrative:
(B)(4). Brand name is harmonic ace plus 7 w adv hemostasis. Catalog number is harh36. Lot number is r93727. Expiration date is 4/30/2023. Unique identifier (UDI) is (B)(4). Device manufacture date is 5/4/2018.

Manufacturer narrative:
(B)(4). Batch # r93727. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. Then the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.